Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 11.8 cm with the connector pin returned for analysis. Insulation degradation was noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.